Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The returned sample was connected to a syringe with water, and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of air flow back into the side port occurred. It was reported that there were a lot of bubbles discovered in the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after it was inserted into the patient. They flushed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium without resolution. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. There was no patient consequence. Additional information received indicated air was not introduced into the patient. Physician performed a maneuver to eliminate bubbles by turning the side arm up and attempting to aspirate the air. No medical intervention was required. Patient has not exhibited any neurological symptoms since the procedure was completed. Sheath was used for ¿ts¿, then exchanged for a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when we attempted to put our ablation (abl) through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.